Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(6).

Event description:
A risk manager reported a patient presented with pain, redness, and photophobia in the right eye five days post lasik. The patient was prescribed topical antibiotics and steroid eye drops. The patients symptoms did not resolve to the patient was referred to ta corneal specialist who continues to the treat the patient. No additional information available.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. The user performed treatments successfully without any warning or error message. Also the user renewed the energy check in the recommended time range. No abnormalities or deviation is detectable. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).